Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 55 bd ultra-fine¿ pen needles were blocked while attempting to inject medication. The following information was provided by the initial reporter: "pharmacist informed us that a patient uses 320522 for quite a long time but brought one box back because app. 50% of the needles wouldn't allow liquid to flow through."

Event description:
It was reported that 55 bd ultra-fine¿ pen needles were blocked while attempting to inject medication. The following information was provided by the initial reporter: "pharmacist informed us that a patient uses 320522 for quite a long time but brought one box back because app. 50% of the needles wouldn't allow liquid to flow through.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.